Event description:
During implant of essure device into right fallopian tube, there was difficulty detaching one device from the catheter. While removing the device, it broke. Pt experienced pain during attempt to remove, so essure coil was left in pt. The next day ((B)(6)), the md did a bilateral tubal ligation with filschie clips but was unable to remove the remaining piece hysteroscopically. Pt continued to experience lower right quadrant pain. On (B)(6) the doctor performed a hysterectomy due to pelvic pain. He removed uterus, cervix and the proximal section of both fallopian tubes. When he dissected the proximal portion of the right tube, there was slight edema and 12-15 millimeters of coil were found in a scrunched up position. There was no other pathology noted and there were no injuries to surrounding organs or tissues. At post surgical visit, pt reported that her pain symptoms were gone. Since pt had no pre-existing conditions, and her pain began after essure placement attempt, the doctor attributed her pain to the essure device.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.